Event description:
It was reported that the device slipped and pierced the root of the lesion. The target lesion was located in the moderately tortuous left anterior descending artery. A guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that when the wire was pulled out at the final confirmation imaging and the left coronary artery was checked. The guidezilla catheter slipped and pierced the root of the left circumflex artery by few centimeters. No coronary artery dissection or perforation into the pericardial sac occurred. There was no incidents observed during the follow-up observation. The procedure was completed with a different device. No further complications reported.

Event description:
It was reported that the device slipped and pierced the root of the lesion. The target lesion was located in the moderately tortuous left anterior descending artery. A guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that when the wire was pulled out at the final confirmation imaging and the left coronary artery was checked. The guidezilla catheter slipped and pierced the root of the left circumflex artery by few centimeters. No coronary artery dissection or perforation into the pericardial sac occurred. There was no incidents observed during the follow-up observation. The procedure was completed with a different device. No further complications reported. It was further reported that the 99% stenosed target lesion was located in the mildly calcified left anterior descending artery. Also, it was noted that when the contrast was manually injected by both hands, guidezilla was unintentionally slipped. The physician did not hold guidezilla to inject the contrast. Dissection was found on the left circumflex artery. Moreover, one week after the procedure, coronary artery CT was performed, however there was no problem.

Manufacturer narrative:
B1. Corrected adverse event/product problem. F10. Corrected device code..

Event description:
It was reported that the device slipped and pierced the root of the lesion. The target lesion was located in the moderately tortuous left anterior descending artery. A guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that when the wire was pulled out at the final confirmation imaging and the left coronary artery was checked. The guidezilla catheter slipped and pierced the root of the left circumflex artery by few centimeters. No coronary artery dissection or perforation into the pericardial sac occurred. There was no incidents observed during the follow-up observation. The procedure was completed with a different device. No further complications reported. It was further reported that the 99% stenosed target lesion was located in the mildly calcified left anterior descending artery. Also, it was noted that when the contrast was manually injected by both hands, guidezilla was unintentionally slipped. The physician did not hold guidezilla to inject the contrast. Dissection was found on the left circumflex artery. Moreover, one week after the procedure, coronary artery CT was performed, however there was no problem.